Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. During a follow up visit an angiogram revealed a proximal migration with no signs of endoleak. The bifurcation had migrated 3cm below the renal arteries. The patient¿s aortic neck had dilated at the level of the renal arteries to 3.3-3.4 cm. The physician performed an intervention where an endurant cuff was placed inside the aneurx stent graft and up to the level of the renal arteries. No leaks were noted and the intervention was completed successfully. No additional clinical sequelae were reported and the patient is doing fine.